Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the health care professional (hcp) called for review of presenting electrogram. Technical services reviewed and found the right ventricle (rv) exhibited noise however, the noise was not being oversensed. Noise was noted when the patient was programmed in unipolar pace and bipolar sense. It was noted there was no observations of out-of-range (oor) pacing impedances. Subsequently, this rv lead was explanted and replaced due to observations of pacing inhibition. No additional adverse patient effects were reported.